Event description:
The nose on safety valve was broken. Valve had to be changed. Neither patient injury nor medical intervention has been reported. Unknown how the valve broke.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. This lot was manufactured on 05/09/2014. Most probable root cause could be equipment failure as there was a need to repair the mold for the affected component due to its worn state. This could affect the condition of the finished component, which could result in the reported failure mode. Please note that although the reported condition could not be confirmed and the root cause could not be determined the manufacturing plant will continue to monitor this issue to identify the need for any further actions